Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 5xx pump. Performed pump manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. Also checked reservoir snap-cap width dimensions. Reservoir failed per due to being under inspection also performed using a new lab infusion set. Reservoir failed per inspection found reservoir too tight too connect/release. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that her blood glucose was 572 mg/dl. Customer had a kinked set. Customer reported the reservoir compartment was not damaged. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.